Manufacturer narrative:
Additional information: g3, h3, h6. H3. Evaluation summary: medtronic conducted an investigation based upon all information received. The device was available for evaluation. The evaluation found no potentially contributing factors, and the sample met all related specifications. It was reported that the proximal head was stuck and did not disconnect from the colical stump and the anvil did not tilt after firing. The reported issues could not be confirmed. The most likely cause could not be identified because no related problem was detected with the device. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Pli 10 and pli 20 - it was reported that during the rectum resection, in both anastomosis attempts with two circular stapler, the proximal head was stuck and did not disconnect from the colical stump, creating a continuous opening on the anastomosis which required resection and re-sewing of the anastomosis on the first attempt and, on the second attempt, for a larger longitudinal continuous opening of the rectum. It was also noted that the anvil did not tilt after firing. It was necessary to proceed with a further resection with sinking of the rectal stump and simultaneous creation of a temporary colostomy. No further attempts were made to construct the anastomosis in order to prevent future potential rectal tissue recanalization.

Manufacturer narrative:
Additional information: b5, g3, h6 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
D10 concomitant product: trieea31mt, cir stplr trieea31mt medthk wt (lot#: p5d1132). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during the rectum resection, the anvil became stuck to the surrounding tissue. It was also noted that the anvil did not tilt after firing. The surgeon stapled again with a different circular stapler from a different lot and the anvil got stuck again, at which point the surgeon made a temporary colostomy bag as an intervention. Additional resection and re-stapling was performed to resolve the issue.